Event description:
It was reported that during reprocessing found the cysto-nephro videoscope where you put it in and turn to lock it, it was not turning when you lock it. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Corrected field: h6, component code updated to lever based on the results of the investigation, the control knob lock gets very stiff when trying to set lock due to corrosion. The failure is traced to component failure - expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.